Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during the unknown surgery, the 4k epscp scp,4.0,30,167, mitek was scratched and had a big black mark in the middle. The patient was under, but the surgeon was not in the room. They still used the camera without any delays. No reports of injuries, medical intervention or prolonged hospitalization were noted. No further information was provided.